Manufacturer narrative:
(B)(4). Foreign - (B)(6). Concomitant medical devices: 183642 - vngd ps tib brg 12x71/75mm - 214030. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision surgery approximately 6 months post implantation due to the locking bar backing out. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned locking bar identified wear marks/surface scratches. The device was submitted for further analysis. The examined locking bar contact mark and deformation observations are consistent with the bar not being fully engaged with the tibial tray lugs; however, it cannot be determined with certainty whether the reported locking bar dissociation occurred due to improper insertions. The DHR was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by a health care professional. Review found medial locking bar displacement extending beyond the medial tibial tray margin. Fit and alignment of the implants is maintained. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.